Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a left atrial flutter procedure, the patient experienced a pericardial effusion which required surgery. Mapping and modelling were completed and the mapping catheter was replaced by the tactiflex ablation catheter through a swartz sheath. The right superior pulmonary vein was re-ablated, when a tachycardia then emerged. The ablation catheter was removed and the mapping catheter was reintroduced. However, the mapping catheter was shown outside of the created model next to the left atrial appendage (laa). The tachycardia was mapped but after a few minutes, the intra-atrial pressure dropped significantly to 40. An echocardiogram revealed a large pericardial effusion. A pericardiocentesis was performed followed by multiple blood transfusions to stabilize the patient, who was then transferred to another hospital to undergo cardiac surgery to repair the perforation in the laa. There were no performance issues with any abbott device. The physician suspects the sheath perforated the laa during the catheter exchange.